Event description:
It was reported that a female patient underwent a revision breast augmentation with a 200cc mentor smooth round moderate profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on ultrasonography. As a result, the patient underwent removal and replacement with a 350cc mentor smooth round moderate profile prosthesis (catalog #: 3501655, serial #: (B)(4) on (B)(6) 2021. The patient dob was estimated as (B)(6) 1990 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-nov-2021, the analysis was completed based on a photo that was provided. On 23-nov-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Investigation summary : upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-jan-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view extending to the posterior view, measuring approximately 5.5 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).